Event description:
Procedure: tonsilectomy. Reportedly, when the activation button was pushed, it became stuck and burnt the patient lip. Less than 1 cm in size. Was treated for minor burn. Information regarding patient's condition after surgery has been sought.